Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a change of stimulation about a month prior to the report, where the patient couldn¿t feel any stimulation at all on the left lead and an ¿uncomfortable¿ ¿sharp¿ stimulation on the right with no stimulation at all using some contacts on the right. The health care professional noted x-rays showed that the leads migrated. Impedance checks revealed contacts 12, 13, and 14 were greater than 40000, #15 was 15976, #6 was 21311 and #7 was 16058. Patient symptoms included less than 50% therapy relief at the lead location. It was noted troubleshooting performed included reprogramming. The health care professional chose to replace the leads. Following replacement on (B)(6) 2014, the patient reported feeling stimulation as desired.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
"Patient couldn¿t feel any stimulation at all on the left lead" "with no stimulation at all using some contacts on the right".